Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The zilbs-635-8-8 device of lot c1258894 was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation has been carried out. Additional information was provided by the sales representative. The device was advanced over a cook tracer metro direct, hydrophilic wire guide of 0.035¿ diameter and 480cm length, through a fuji duodenoscope with a 4.2mm channel. A sphincterotomy and dilation of the obstructed area was conducted prior to this occurrence. The target location for the complaint device was the common bile duct. Slight resistance was encountered while advancing the wire guide through the obstructed area. The stent partially deployed before the stent could reach the target location. The complaint device was not advanced through a previously placed stent. No portion of the device remained inside the patient, and the procedure was completed with another device, with no intervention required. It is also known that the patient had a pancreatic head cancer, with obstructive jaundice. Photographic evidence were provided by the customer of the complaint device, showing the complaint device in the endoscope with the stent partially deployed, and the red safety lock in place. From customer testimony, it is known that the customer testimony was tortuous and calcified, but not severely. The physician experienced resistance when advancing the complaint device through the endoscope lumen. On evaluation of the returned device, it was observed that the device was returned with the stent intact and fully deployed, indicating that it was deployed outside the patient body as per customer testimony. The safety tab was removed with no issues. The inner catheter peek tubing was flattened just proximal of the white tip. The tip was sitting outside the outer sheath, with the inner catheter slight protruding and stretched by approximately 2mm. The outer sheath length was measured to be 199cm, which was within specification of 200cm +2/-1cm, and the length from the white cap to the end of the white tip was measured to be 201.9cm. A slightly rough texture was observed on the outer sheath at 47 to 48 cm distal from the white cap and 191cm distal from the white cap. No damage was noted on the stent. The customer complaint is confirmed from the customer images, showing the stent was partially deployed with the red safety lock in place. According to research & development feedback provided for this complaint, the most likely cause for this occurrence could include insufficient outer sheath (flexor) strength. The flexor likely compressed during advancement, exposing the stent. The patient anatomy could have caused or contributed to this occurrence. However, as the conditions of use cannot be replicated in a laboratory environment, a root cause cannot be determined. It may be noted that this occurrence can be linked to the strength of the outer sheath. A project has been initiated to improve the strength of the outer flexor, to prevent the reoccurrence of premature deployment. Prior to distribution, all zilbs (zilver biliary) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information provided to date, there is no evidence to suggest any manufacturing issues associated with this lot number. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence, and the procedure was completed with another device. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
During the ercp, the user advanced the device over pre-positioned wire guide into accessory channel of endoscope. Under fluoroscopic guidance, advance the stent for about 5 cm out of duodenoscope. The stent was found deploying about 1cm when it still had not passed the papilla. They ensured that the safy lock was locked before this problem. Withdraw all the devices and replace new stent to finish the procedure. No adverse effects. Then the stent was deployed completely outside body in order to withdraw the stent system from the endoscope.